Event description:
It was reported that cgm displayed error and prevented normal sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance, confirmed error did not return, and successfully started sensor session, with no further actions reported.